Event description:
The rep reported the device was used during a thoroscopic lung biopsy. It was reported the ez45b fired once. After reloading, the handle became stuck and would not fire again. The case was completed by opening another. There was no consequence to the pt.